Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had high hvb (high-voltage 'b') impedance. The lead remains in use, however there is a planned revision surgery for placement of a new lead. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the extraction of the lead was attempted. However, it was unsuccessful and therefore the lead has been capped and left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).